Event description:
It was reported that patient experienced auto reducing due to high impedance on lead. Surgical intervention occurred to explant and replace device on (B)(6) 2026. Therapy was restored. It is unknown which lead has high impedance.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096529 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.